Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and the pump showed an alarm message (possible helium loss). The technician checked for signs of blood in tubing, there was none noted, and the pump was restarted. After a short time, blood was noted in the helium pathway. As a result, the catheter was removed and a 2nd catheter was inserted successfully. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and the pump showed an alarm message (possible helium loss). The technician checked for signs of blood in tubing, there was none noted, and the pump was restarted. After a short time, blood was noted in the helium pathway. As a result, the catheter was removed and a 2nd catheter was inserted successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.